Event description:
It was reported that right ventricular (rv) lead impedance and threshold measurements had been increasing over time and had reached what was described as a high range. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.